Manufacturer narrative:
UDI section are unknown, no information has been provided to date. Event methods, evaluation, and conclusion codes: updated. One warmer unit was received for investigation. During visual inspection the unit block assembly was observed to be worn. No issues were identified in the device error log. The reported issue was confirmed during functional testing, and the pump and heater worked intermittently. The issue was traced to the device microswitch which was determined to be faulty. No root cause could be identified for the condition of the microswitch. As no manufacturing-related cause was identified, no manufacturing device history record was reviewed. Review of service records determined the device had not recieved service previously. As this device is no longer required, the device was decommissioned.

Manufacturer narrative:
Date of event and UDI section are unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress.

Event description:
It was reported that the device will not power on, no heating or circulation. Customer stated that the problem did not happen with a patient. It was found defective during semi-annual testing when pulled from their storage area.